Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed. A field service engineer (fse) addressed a reported failure of the main full height drawer 3, though no drawer failure was indicated on the station. The customer reported the issue as intermittent. Using the hardware test application, the fse tested the drawer and all cubie pockets, with no faults detected. The back panel was removed and all cables were reconnected. After reseating the connections, the drawer functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3 failed and maintenance required. User rebooted and recovered but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.